Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (surgical remove of essure coils on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (surgical remove of essure coils on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("two incidental perforations of the fundus of the uterus"), pelvic pain ("chronic pelvic pain/pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with bilateral salpingectomy and tvto). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, menorrhagia, abdominal distension, vaginal haemorrhage, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the surgery was much more complicated than what would have been required of a tubal ligation. There were 3 trailing coils on the left and 3 on the right. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. X-ray - on (B)(6) 2011: bilateral tubal occlusion by device. Grade iii uterine prolapse. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2019: pfs received. Lab data added. Concomitant condition added. Events: two incidental perforations of the fundus of the uterus, menorrhagia, abnormal bleeding (vaginal), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.